Event description:
Procedure: breast augmentation. Unintended direct coupling outside of pencil resulting in patient burn. Burn is 1.1cm to 1.9cm, physician states that the burn is not full thickness.